Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the angle wire play, the insertion flexible tube (ift) cut, the lg root brace rubber loose, the distal body worn out, the operation channel resistance, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.